Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output. The device was explanted and replaced. The patients condition was good after the procedure.